Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2021. The customer reported an unexpected result when testing with pt/inr cartridge lot t20356. A review of the device history record confirmed that the cartridge lot passed release specifications. While retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure), pt/inr cartridge lot t20356 is associated with an unrelated previously identified deficiency for increased rate of quality check code 19/star outs when tested with whole blood, as documented in quality record 770729.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 25-mar-2021, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr results of 2.9 a (B)(6) year old female patient with hyper kalemia. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: I-stat, date: (B)(6) 2021, collected: 15:14, tested: 15:14, result: 2.9, sample: a. Method: stago, date: (B)(6) 2021, collected: 15:27, tested:15:29, result: 7.15, sample: b. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.